Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, eight (8) years post-implantation, the patient underwent revision surgery due to loosening of both the femoral and tibial components. All components were replaced without reported complication. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown nexgen size 5 tibial component: catalog#ni, lot#ni; unknown nexgen 10mm bearing: catalog#ni, lot#ni. G2: foreign: united kingdom. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-02377. Customer has indicated that the product will not be returned to zimmer biomet for evaluation per hospital policy. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bone quality is osteopenic, tibial is grossly loose with anterior and medial displacement and angulation of the tibial stem and resulting knee malalignment., suspected slight perforation of the tibial cortex at the stem margin without a displaced fracture, and lucency of the distal femur but no definite implant loosening radiographically. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.